Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 12-dec-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Device evaluation: the zfv6-125-8-8.0 device of lot number c2071116 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of the relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿upon removal from the package, inspect the product to ensure no damage has occurred.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause can be attributed to difficult patient anatomy or device handling. It is possible that difficult anatomy caused compression or exerted pressure on the catheter and prevented deployment of the stent. It is also possible that the catheter kinked during device preparation or during advancement due to a tortuous path and prevented deployment of the stent. It is also possible that the outer sheath got separated from the handle due to a build up of pressure during attempted deployment and prevented deployment of the stent. However, as the device was not returned for evaluation, the cause of this complaint could not be conclusively determined. From the information provided, the customer used an 8fr access sheath however it was confirmed with engineering that the use of a larger access sheath would not contribute to deployment failure. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another stent was placed during the same procedure. Supplemental report is being submitted as a cancellation report following the completion of the investigation on 12-dec-2024 as the complaint no longer meets the description of a reportable incident. FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
PMA/510(k)#: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: the stent failed to open and the doctor had to use another stent to proceed with the procedure. Product went in contact with the patient and was thrown away. Patient is alive. Patient outcome: a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence patient/event info - notes: the complaint was opened by the pharmacist and she wants to be the contact. She told me that as soon as possible she will pass on more information about it. 1. Are images of the device or procedure available? No 2. At what stage of the procedure did the complaint occur? Stent placement 3. Details of access sheath used (name, fr size, length)? N/a 4. What was the target location for the stent? N/a 5. Was the product inspected for kinks or damage before use? N/a 6. Was the device used percutaneously? Yes 7. Was the device flushed through both flushing port before the procedure, as per IFU? Yes 8. Was pre-dilation performed ahead of placement of the stent? Yes 9. Was post-dilation performed after the placement of the stent? The stent was not released 10. Details of the wire guide used (name, diameter, hyrdophyllic)? N/a 11. Did the patient exhibit difficult or altered anatomy (if altered please specify how it is altered)? N/a 12. Was resistance encountered when advancing the wire guide to the target location? N/a 13. Was resistance encountered when advancing the delivery system to the target location? N/a 14. How did the physician deal with this resistance? N/a 15. Was the approach ipsilateral or contralateral? N/a 16. If contralateral, was the bifurcation angle steep? N/a 17. Did the tip of the delivery system cross the target location? Yes 18. Was the delivery system tracked around a tight angle in the patient anatomy? N/a 19. Was the delivery system damaged/kinked/twisted during deployment? No 20. Was the handle pulled towards the hub during deployment? N/a 21. Was the delivery system pushed during deployment? N/a 22. Was the stent deployed smoothly / without resistance? N/a 23. If no, please detail any difficulty experienced during deployment: 24. What artery was the stent placed in? N/a 25. Was the stent fully deployed from the delivery system prior to removal of the delivery system? No 26. Did the patient have any pre-existing conditions? N/a 27. If yes, please specify: 28. Did the patient require any additional procedures as a result of this event? No, they just had to use another stent (cook) 29. What intervention (if any) was required? 30. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? 31. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g. Kink)? The product will not be returned.